Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly and exhibited inflation issues. During the surgical procedure, a puncture was identified in one of the tubes. Additionally, one of the cylinders did not fit correctly with the patient's anatomy due to previous measurement and placement. A new measurement was taken to ensure proper adaptation. Only the cylinders were removed and replaced, while the pump and reservoir were retained as they were functioning correctly. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155 serial number: n/a batch/lot number: 1100408696 model/catalog description: reservoir 65 ml pc/iz unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were subjected to microscopic inspection and leak testing, both of which were successfully completed with passing results. No damage or abnormalities were identified. However, it was noted that less than one inch of cylinder kink resistant tubing (krt) per cylinder was returned for evaluation. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported cylinder malposition of device and cylinder size incorrect for patient were found to be listed in the IFU. A risk review was completed and confirmed that the events of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)", "device malposition", and "incorrect cylinder size" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and the results of the analysis, the reported clinical observations of device inflation issue, device mechanical issue, and tube hole/perforation could not be confirmed. These reported issues may have been related to a size measurement error. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly and exhibited inflation issues. During the surgical procedure, a puncture was identified in one of the tubes. Additionally, one of the cylinders did not fit correctly with the patient's anatomy due to previous measurement and placement. A new measurement was taken to ensure proper adaptation. Only the cylinders were removed and replaced, while the pump and reservoir were retained as they were functioning correctly. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly and exhibited inflation issues. During the surgical procedure, a puncture was identified in one of the tubes. Additionally, one of the cylinders did not fit correctly with the patient's anatomy due to previous measurement and placement. A new measurement was taken to ensure proper adaptation. Only the cylinders were removed and replaced, while the pump and reservoir were retained as they were functioning correctly. No patient complications were reported.